Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during fill tubing. The customer indicated they could feel and smell insulin at the luer-lock connection, however it was confirmed that the connection was tight. During troubleshooting with tandem technical support, the customer changed the infusion set tubing and was able to complete load and resume insulin delivery. There was no reported impact to the customer's blood glucose level.